Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
UDI #: na.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery.